Event description:
On (B)(6) 2010 seen for lumbar disk degeneration with radicular pain in the legs bilaterally in the posterior distribution. Was provided caudal epidural injection without complication. On (B)(6) 2010 back pain worse. Seen in the ER within the past week with pain in the back into the leg areas, the right side a little bit worse than the left. (Pt.) Has had prior epidural injections that gave temporary relief only. The pain recurred again. Denies any bowel or bladder problems. The pain is in a moderate to severe range. Procedure performed: bilateral l5-s1 lumbar transforaminal epidural injection. Lumbar fluoroscopy, duration about 30 seconds with contrast dye that was used. Conscious sedation for less than 30 minutes. Patient tolerated procedure well and was discharged after observation. On (B)(6) 2010 emergency visit for back pain; evaluated and provided medication for pain and released. Spinal x-ray shows mild l4-l5 disc space narrowing. Lower lumbar facet arthropathy. No fracture or acute pathology. On (B)(6) 2010 MRI of lumbar spine with and without contrast showed l4-l5, there was a previous disc extrusion at this level which has severely progressed and is causing severe central canal narrowing impinging all the traversing nerve roots and likely responsible patient's symptoms. At l5-s1, changes of prior surgery with left laminectomy and foraminal central canal narrowing which have not changed from (B)(6) 2006. MRI of thoracic spine w/ w/o contrast shows minimal anterior osteophyte formation of the upper thoracic lower cervical spine. . No significant central canal narrowing or foraminal narrowing. On (B)(6) 2010 revision and decompression and diskectomy, l4-l5; transforaminal lumbar interbody fusion of l4-l5 and c-spine with cage, stem cell aspirate, and bone morphogenic protein; lateral mass fusion, l4-l5. (Pt.) Was discharged (B)(6) 2010 in stable condition. Lumbar spine films show hardware is positioned at the l5 and l4 level. Osseous morphology: vertebral body alignment appears anatomic. Soft tissue: unremarkable.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.